Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, for the first firing with the blue reload, the stapler would not open before firing. The surgeon could not reposition the tissue between the jaws, he had to fire the reload and the firing was not complete. The knife came back after 2 strokes. For the other reload, the stapler was also blocked and the surgeon could not open the stapler before firing. In this case the staple line was complete. There were no adverse consequences for the patient. (B)(6).